Event description:
Immediately following essure micro-insert placement on (B)(6)2009, pt experienced severe pain. Pt was observed in the physician's office for 2 hours and pain never improved. Pt went to the emergency room on the night of (B)(6)2009 and was given medication to manage the pain and admitted to the hospital. On (B)(6)2009, pt had a bilateral salpingectomy performed and the essure micro-inserts were removed. Pt's pain immediately resolved following the procedure. Pt is no longer experiencing any pain.

Manufacturer narrative:
(B)(4).